Event description:
Hospital reported that there was a 37fr. Right endobronchial tube in a box labeled 37fr. Left. No pt injury. Found prior to pre-test. Not able to confirm the complaint as no samples of the packaging were retained by hospital personnel.